Event description:
During an initial right rotator cuff repair, the tip of the guide sleeve broke off of the suture anchor. As this was in the bone, it could not be retrieved and was further buried below the cortical level. The procedure was completed with another anchor without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a3; b5; b7; corrected: b3

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs received. Visual examination of the provided pictures identified the tip of the inserter is fractured and retained in the anchor. Medical records were provided and reviewed by a health care professional. Review of the available records identified right shoulder arthroscopy with debridement. Rotator cuff debrided with shaver, synovectomy performed, attempt to place anchor in the defect, when the anchor is screwed in, the tip of the guide sleeve breaks of, which, since it cannot be removed, is sunk below cortical level. Another anchor suture used to complete the procedure without further complication. Or time 150 minutes. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted to relay any additional information.

Event description:
It was reported that anchor has fractured during surgery and remained implanted. No other patient harm was reported.